Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the pacer-dependent patient presented remotely via merlin.net. Transmissions revealed that the right ventricular lead had exhibited noise over-sensing. The noise had caused pacing inhibition and was not reproducible through isometric exercise. Programming changes were made, and the patient remained in stable condition.